Event description:
It was reported that a patient was shown x rays which confirmed the superion indirect decompression system had migrated. No further information could be obtained.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.